Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized on (B)(6) 2016 with a blood glucose level of 491 mg/dl. Customer was in diabetic ketoacidosis. Customer put in a bad battery and the pump shut off. Customer was treated with a manual injection at the hospital. Customer is going to be discharged with use of the pump since there was no issue with the pump. Customer was wearing the pump at the time of the hospitalization. Customer is on a back-up plan of manual injections. Customer's current blood glucose is 343 mg/dl. Customer also did not receive a failed battery test alarm during troubleshooting. Customer was advised to monitor the pump and will be sent a new battery cap. Further troubleshooting was declined.